Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately low compared to another meter (hospital meter). The complaint was classified based on the customer care agent (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020. The patient reported obtaining an inaccurate low blood glucose reading with the subject meter however was unable to provide the exact reading obtained. It was not reported what medication, if any, the patient takes to manage his diabetes. In response to the low reading the patient claimed he drank juice and proceeded to the hospital. It was not reported if the patient developed any symptoms due to the alleged issue. The patient claimed his blood glucose tested "400 mg/dl" on the hospital meter. The time between the 2 tests was not reported. It is not known what medical treatment the patient received. Troubleshooting was unable to be performed. Replacement products were sent to the patient. This complaint is being reported because it is not known what medical treatment the patient received for the acute high blood glucose excursion when he went to hospital and the subject meter could not be ruled out as a cause or contributor to the event.